Manufacturer narrative:
The investigation has just started, results will be provided in a follow-up report.

Event description:
It was reported that on april 3rd, the system posted the device failure a018.008 during use. 12 hours later, same event occurred again. No patient consequences were reported.

Manufacturer narrative:
The device and the log file were provided for manufacturers investigation. During the log file analysis, it was found that the alarm 00.a018 (faulty pressure sensor) and 00.a008 (faulty blower) were given around 05:03 am. The carina reacted as specified by alarming visually and audibly, switching to patient safe mode and opening the emergency breathing valve to ambient. Afterwards, the user switched the carina off and on again. Carina gave thereupon another 00.a018 alarm and was afterwards completely switched off. In an endurance run in the repair shop, the error codes were not reproducible. The blower and the pcb pressure sensor have been exchanged as a preventive measure. The number of cases, related to the blower or pcb pressure sensor, is within the expected range of the respective risk assessment and thus accepted. All tests according to manufacturers specification were passed. If an unacceptable deviation between measured turbine rotation speed and the set value will be recognized during ventilation the technical alarm "blower defect" (00.a008) will be reported and the device will switch to patient safe mode. In this case the ventilation stops and the high priority alarm "device failure !!!" Will be given. During this time an emergency breathing valve would open allowing spontaneous breathing of the patient. Ventilation of the patient with an independent ventilation device may be considered necessary. In the event of a technical fault, e.g. A pressure sensor fault (00.a018), the device switches to rescue ventilation at 21vol% fio2 and the high priority alarm "rescue ventilation !!!" Will be generated. The turbine maintains controlled ventilation at the required ventilation pressure even in the event of sensor faults. Rescue ventilation is a pressure-controlled ventilation with reduced quality.

Event description:
Please refer to the initial report.